Manufacturer narrative:
(B)(4) - correction remove "the patient's mother reported the patient went into hypoglycemia and the ambulance had to be called."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced signal loss and an adverse event. The patient's mother reported the patient went into hypoglycemia and the ambulance had to be called. Data was evaluated and allegation was confirmed. The root cause was determined to be the transmitter and app were unable to establish a connection. No additional event or patient information is available.